Manufacturer narrative:
Correction: this device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event during service and repair of the device, the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis could not produce any failure.

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.